Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic sleeve gastrectomy, the reload jaw locked and stopped firing after the first squeeze but it opened and was able to be removed easily. The staple line was incomplete distally. Another reload was used to complete the case. There was no patient injury.